Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the unstable lock lever cap. It was reported during preparation of the clip delivery system (cds), the lock lever cap was not well attached. Several times were attempted to screw the cap back on, but without success. The cds was not used in the anatomy and was replaced. A new cds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: all available information was investigated and the reported unstable lock lever cap could not be replicated in a testing environment as the cap was not returned for analysis; however, it was identified that the lock lever was broken. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a cause for the reported unstable cap could not be determined as the cap was not returned for analysis. The investigation identified a broken lock lever and determined that the broken lever could have potentially been caused by manufacturing and thus related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.